Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper case was dented. Lower case, one side bail cover, and battery drawer were broken. One side bail cover, ring cover, one side bail, ring, and battery drawer o-ring were missing. Battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor was marginal in-circuit. Surge current was below typical values. Active current drain was above normal. Thermal camera indicated that a capacitor was heating. When this capacitor was replaced, active current drain testing passed. Also, a battery removal test passed, the device stayed on for more than ten seconds when the battery was removed. Conclusion: confirmed the active current drain failure caused by a capacitor component failure.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.